Event description:
The practice completed a product return form and stated that the pt "developed eye infection." A complaint f/u form was returned to the company. The practitioner stated that there was a "corneal ulcer right eye." Furthermore, the "pt south care at another institution." (B)(4) spoke with (B)(4) on (B)(4) 2012. The pt had surface infection that went deep into cornea. This is an injury. Etiology per od is unclear. It could have been solutions, contact lens, or pt contamination - od doesn't know. The pt went to (B)(4) for treatment, od does not know if visual acuity was affected. Original fit was performed in (B)(6) 2011. Cause of infection is not clear.

Manufacturer narrative:
Add'l expiration date: 05/2016. Add'l manufacture date: 06/2011. The lenses have been returned to the company. The base curve, and power were found to be within spec of the labeled part number. The device history record were reviewed for the lot of lenses manufactured and the products were found to be within spec of the labeled product.